Manufacturer narrative:
G4:07jan2021. B4:08jan2021. The device was reported to have been in daily testing, and there was no patient involvement. An authorized service personnel(asp) was dispatched to the customer site, and it was determined that the touchscreen needed to be replaced to return the device to a working condition. The asp replaced the touchscreen to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28oct2020.

Event description:
It was reported to philips that the device had a touchscreen fault. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.